Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: flaring and cracking at distal end. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; use error. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: flaring and cracking at distal end. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; use error. (B)(4).

Event description:
It was reported that the insulation had been compromised.